Event description:
The pt reported that her blood glucose measurements were "higher than normal". She reported observing a blood glucose level of 316 mg/dl. She stated that her "normal" blood glucose level was 150 mg/dl. She reported being "thirsty", which was her symptom of elevated blood glucose. She reduced her elevated blood glucose level by changing her infusion site and "running a bolus" of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.